Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient woke up at around 2:00 am from the "dexcom alarm" and the cgm reading was 66 mg/dl. He checked a bg which was 30 mg/dl. Before getting up from his bed to treat the low glucose reading, the patient had a seizure. His spouse treated him with 3/4 of a regular glucose injection and called the emergency services. The paramedics arrived and took a blood glucose reading which was around 42mg/dl (no information about the exact bg value, no information for cgm reading at that point). The paramedics did not provide any additional treatment. The patient recovered and was doing better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.